Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer however stated that upon retesting of the device, the culture results were negative for microbial contamination on (B)(6) 2023 prior to shipping the device in for evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no patient infections due to the reported contamination. The customer confirmed that pre-cleaning is performed immediately after the procedure. The customer indicated that during precleaning, water is aspirated through the instrument/suction channel with a suction pump with enzymatic solution. Manual cleaning is performed within one hour after the procedure. The customer indicated that endozime aw plus by ruhoff detergent solution is used during manual cleaning. During the manual cleaning process the instrument/suction/balloon channel, air/water/suction/biopsy valve, suction cylinder, instrument channel port, suction/instrument channel: suction cylinder to distal end & suction cylinder to endoscope connector, forceps elevator, distal end and the distal ring surfaces are brushed. The customer confirmed that the endoscope passed the leak test. For automated endoscope reprocessor (aer) treatment, a medivators advantage plus sn# (B)(6) machine is used with endozime aw plus by ruhoff detergent and rapicide pa (disinfectant). The scope is dried using a endodry (by mediavators/steris) and is stored horizontally in a forced air drying and storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the scope is not eto sterilized. The last annual reprocessing in ¿ service training conducted by an olympus endoscopy support specialist was performed on (B)(6) 2022. The customer confirmed that there had been changes in reprocessing personnel since the last in-service training. However, all reprocessing personnel are trained on how to properly reprocess an endoscope during orientation. It was confirmed that the scope was reprocessed on the following dates prior to returning the device to olympus for evaluation: 8/8/23, 8/11/23, 8/17/23, 8/24/23. The device was returned to olympus for evaluation and the evaluation uncovered that there were two stained area within the body control unit section of the biopsy channel which is a reportable event. It was also observed that the during an inspection of the biopsy channel with a borescope, there was a kink (approximately 40mm) from the distal end opening. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 1-10 colony forming units (cfus) of stenotrophomonas maltophilia. During the second sampling, the scope tested positive for 1-10 cfus of brevibacterim casei. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on an details of an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. An olympus ess visited the user facility on 19oct2023 to review reprocessing and perform an in-service. No deviations from the instructions for use (IFU) were noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive culture: the reported event could not be confirmed as the scope was not microbiologically tested by olympus and a root cause could not be determined. For the event of stain at inner wall of biopsy channel: it is likely that due to physical damage of the subject device the foreign material could not be remove. However, a specific root cause of the physical damage could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.